Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned syringe, lot # 148978, from syringe kit ssqk 65/115vs and identified the presence of a foreign body within the fluid path. The particulate measured approximately 5 mm2. Comparison of the particulate with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the pt exists. The particulate could potentially fragment with the force applied during a power injection and travel within the fluid path. The syringe kit instructions for use (200990) instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional info is received, a follow-up report will be submitted.

Event description:
The site reported the following: a foreign body was visualized inside the MRI syringe barrel prior to use.